Event description:
A surgeon reported a pt who experienced an unexpected outcome and double images following bilateral intraocular lens (iol) implant surgeries. The lens for the right eye was exchanged. Additional information was received from the surgeon who reported the event of myopic outcome continues. In the surgeon's opinion, it is unknown if the device caused/contributed to the event. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Additional information has been requested and received. (B)(4).